Event description:
Hospital advised that during infusion of heart medications the pump alarmed and stopped infusing. This occurred at 7:45 a.m. The biomedical engineer was called up to floor at 7:50 and when he saw the pump the display read "use on ac only". The patient was critical when this occurred. The patient expired shortly after. Hospital indicated this was due to the interruption of the infusions and the patient's critical state.